Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that upon preparation for a percutaneous coronary intervention procedure, stent damage occured. The 3.00x32mm promus element plus stent got lifted up and was damaged during preparation. The procedure was completed with a different device. No complications were reported and the patient's status was stable.